Manufacturer narrative:
The device was returned and the evaluation found that there is a gap between the acoustic lens and ultrasound probe. The elevator channel plug was loose, the forceps elevator level was worn and the up down knob couldn¿t be locked securely, the channel tube was damaged loosing water tightness, the ultrasonic probe was damaged and displaying images with missing elements, the adhesive around the light guide lens has wear, the adhesive on the distal end rubber has wear and the angle wire is worn causing the play of the up down knob to be out of standards. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, there was a gap between acoustic lens and ultrasound probe. However, a definitive root cause for the event could not be identified. Instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 as follows: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. - do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. - do not twist or bend the bending section with your hands. Equipment damage may result. - do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.